Event description:
Additional information received from the MFR on 08/11/1999: since no actual samples which display the condition reported are available for examination, co is unable to fully investigate this incident. In addition, since no customer address or phone number was provided, co is unable to contact the constomer. However, the manufacturing facility will be advised of this report.